Event description:
Company representative reported that within an hour or so of implant a post-op MRI is done. The device has not been turned on and is set with factory settings, including zero voltage and had never been programmed. They are finding some devices turned on after the MRI.

Manufacturer narrative:
(B) (4).